Manufacturer narrative:
Insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, no delivery and motor tests. No motor error alarm noted. Device was communicated properly with minilink transmitter sensor and threshold suspend did trigger the low predicted alert. Unable to download using carelink pro due to corrupted history file. Displayable history check failed alarm found in alarm history screen. Device had scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that the device alarmed multiple motor error alarms. Customer's blood glucose was 274 mg/dl. Device was able to rewind. Customer reported the sensor did not trigger the threshold suspend. Customer woke up with blood glucose of below 40 mg/dl. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.